Event description:
The nurse noted that the device was making a clicking noise, however, all components of the device were still in working order. The resource nurse also observed the device and noted a clicking noise, but no faults were found with the device at that time. An hour later the nurse entered the room to find the 500 ml saline bag empty and the saline solution leaked onto the floor. The device appeared to still be working with no warning notice seen. The patient was assessed and found to be stable with no evidence of harm related to the device malfunction. The nurse inspected the device by lifting up the hood and the roller clamp lid of the device for assessment of the tubing. At that time, a warning message appeared stating, "air trap fault, check saline level." The resource nurse was called in and found that the tubing was punctured by a jagged white plastic roller clamp prong. All of the equipment was sequestered. A new set/machine was reattached to the patient.